Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. Information was reported that the patient stated her implant has not been working right. The patient stated that her device just stopped working all together, but did not provide any more information. The patient also stated that they could not put their ins into MRI mode because their controller had been throw away. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 and (B)(6) 2019 from the consumer reporting that they woke one morning and the device had stopped working. The cause was not known. It was noted that some of the system devices had been thrown out and the patient would be needing to get those replaced before starting to address the event. No further complications were reported.